Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had an air in line error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with ail sensor (air in line error), kit platen/hinge assy 8100 (missing platen assy), rear case (cosmetic defect). Lvp keypad recall completed. The probable root cause of the reported issue was due to the electrical failure of the moog ail kit. A review of the device history record showed the device had a manufacture date of 03jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an air in line error. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an air in line error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with ail sensor (air in line error), kit platen/hinge assy 8100 (missing platen assy), rear case (cosmetic defect). Lvp keypad recall completed. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the moog ail kit. ¿during testing of the returned device the pump module was found out of specification for rate accuracy. ¿external inspection confirmed damaged platen with the returned pump module. ¿replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.